Event description:
Knee revision performed on (B)(6) 2015 by (B)(6). Patient underwent primary total knee replacement (B)(6) on (B)(6) 2010. Patient has been dissatisfied with the outcome of the knee and has experienced ongoing pain and swelling. Pain worse at the end of the day with difficulty climbing stairs. A decision was made to revise the knee. The knee appeared to be well fixed on both the femur and the tibia. Ligament balance was not optimal. The knee was revised and a pfc with stems on both the femur and tibia was implanted. Patient outcome post surgery is unknown. Patient initials: (B)(6), male, (B)(6), dob (B)(6) 1955. Pictures of selected CT scans available. No further information is available.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).